Manufacturer narrative:
(B)(4). Should any relevant information be obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient who performed peritoneal dialysis (pd) therapy with a homechoice (hc) device passed away due to an unknown cause. On an unknown date, in the same month as receipt of this report, the patient was hospitalized for infected toes. On an unreported date within the same month, the patient was recovering from the event and was discharged from the hospital (date unknown). Three days prior to death, the patient was re-admitted to the hospital for ¿possible sepsis of infected toes¿(cause and treatment unknown), hypotension, and hypoxia (due to defective defibrillator). Subsequently the patient passed away due to an unknown cause. Dianeal therapy was ongoing until the time of death. The patient was not connected to the hc at the time of death. At the time of the report, the death certification was awaiting. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Review of service history revealed no failures/problems that were the same as, or similar to, the reported event and there was no indication that the parts replaced during servicing caused or contributed to the reported event. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The external/internal inspection was performed and the device passed, along with all of the electrical and rite functional (returned instrument test evaluation) testing. All pressures were correct and stable. A short simulated therapy was performed and completed successfully. The reported event could not be confirmed through the device evaluation or the logs. The device was determined to meet functional and electrical performance specification requirements. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.